Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of being shocked by their implantable cardioverter defibrillator (ICD). Upon interrogation there was no evidence of therapy being delivered and the diagnosis was phantom shocks. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead and device remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received inappropriate therapy due to t-wave oversensing (twos). The patient also had chest pain with radiating pain to the left jaw and arm. The patient was given nitroglycerin and the lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.